Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that they obtained an error message on their onetouch ultramini meter, the patient could not recall which error message they received. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall when the product issue first began. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged product issue. The patient reported developing a symptom of ¿shake¿ approximately three weeks later. The patient denied receiving any treatment for this symptom. The patient reported obtaining a blood glucose reading of ¿84 mg/dl¿ on the subject meter but it was unclear when this reading was taken in relation to the development of their symptoms. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the product issue began.